Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The diffusely stenosed de novo lesion was located in a non-tortuous and moderately calcified left anterior descending artery that was 2.5mm in diameter. The lesion was predilated with a 2.5mm apex balloon. A 3.0x24mm promus element drug eluting stent was implanted proximally in the lesion. A 2.5x24mm promus element drug eluting stent was implanted distally in the lesion, overlapping with the 3.0x24mm stent. The physician reported, having to pull back hard to remove the balloon from the 2.5x24mm stent after deploying. The balloon was removed intact and fully deflated. The lesion was post-dilated with a 2.5mm apex balloon. No pt injuries or complications occurred. Pt status is satisfactory. This product is only ous approved but it is similar to an approved united states device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).